Event description:
Olympus was informed that during a hysterectomy procedure, the tip broke an fell inside the patient. The surgeon used a grasper to successfully retrieve the broken fragment. The intended procedure was completed successfully with another similar device. There was no patient injury reported.

Manufacturer narrative:
The device reference in this report has not been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time, if additional information becomes available at a later time, a supplemental report will be submitted.